Event description:
It was reported by dealer that the frame of the 5310ivc bed has a crack in it. Unknown how it happened or what happened, but he states that the head pull tubes are smashed. The dealer also states that the pendant has a short in it.